Event description:
Information was received indicating that the pump exhibited a "no disposable, pump won't run" alarm. It was also reported that a "no disposable, clamp tubing" alarm had been "resolved previously." It was reported that the cassette was switched to the backup pump and the same error occurred. Per reporter patient mixed a new cassette, but was unable to get the pump to start infusing again. The new cassette was switched to the backup pump and infusion resumed with no error. It was reported that subsequently a replacement pump would be sent to the patient. No adverse patient effects were reported.